Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. There is an outgoing inspection to inspect for catheter tubing damage during the in-process inspection, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter was defective/damaged after sterilising the skin twice, the tip protector was removed, the needle was inserted into the skin and the catheter was inserted into the artery. After successfully delivering the catheter into the artery, withdraw the needle. After the needle was completely withdrawn, the switch (red) could not be closed when it was pushed forward to close the catheter, resulting in backflow of blood. After stopping the bleeding by compression, the catheter is immediately fixed by connecting the monitoring kit until the end of the procedure.